Event description:
Devilbiss healthcare was notified by a home oxygen supplier of an incident involving an oxygen concentrator. The end-user/patient stated that "the concentrator caught fire where tubing goes onto the concentrator" and noted they "heard a popping noise and noticed the [tubing on] fire" and "burnt their foot while trying to put the fire out." The patient reported they did not seek medical attention. The patient denied smoking and stated the "cannula fell out during the night," suggesting they were not wearing nasal cannula at the time of the incident. The unit was retuned devilbiss for evaluation, which revealed evidence of thermal damage to the front exterior of the device, including residual melted oxygen tubing, which stopped at the metal oxygen outlet, which also serves as a fire stop mechanism, preventing propagation into the unit. There was no thermal damage to any of the internal components. The evidence demonstrates the thermal event did not originate from the oxygen concentrator. The burn pattern and thermal damage to the front of the unit and outlet port indicates the fire originated from an external source and traveled via the cannula and oxygen tubing to the outlet port of the concentrator, where it was extinguished.

Event description:
Devilbiss healthcare was notified by a home oxygen supplier of an incident involving an oxygen concentrator. The end-user/patient stated that "the concentrator caught fire where tubing goes onto the concentrator" and noted they "heard a popping noise and noticed the [tubing on] fire" and "burnt their foot while trying to put the fire out." The patient reported they did not seek medical attention. The patient denied smoking and stated the "cannula fell out during the night," suggesting they were not wearing nasal cannula at the time of the incident. The unit was retuned devilbiss for evaluation, which revealed evidence of thermal damage to the front exterior of the device, including residual melted oxygen tubing, which stopped at the metal oxygen outlet, which also serves as a fire stop mechanism, preventing propagation into the unit. There was no thermal damage to any of the internal components. The evidence demonstrates the thermal event did not originate from the oxygen concentrator. The burn pattern and thermal damage to the front of the unit and outlet port indicates the fire originated from an external source and traveled via the cannula and oxygen tubing to the outlet port of the concentrator, where it was extinguished.